Manufacturer narrative:
The customer discarded the sample.

Event description:
During investigation of a sys error 2240 (air in line alarm), a case of peritonitis was reported. The pt rec'd the sys error because she disconnected from the homechoice machine improperly. In 2008, the pt was admitted to the hosp with symptoms of abdominal pain, diarrhea, and cloudy effluent and was diagnosed with peritonitis. The home pt has reportedly recovered from the peritonitis and was released from the hosp four days later.